Event description:
It was reported that there was an outer insulation breach. It was also reported that the patient received a shock due to noise. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor was fractured; full lead was returned for analsysis. It was reported that there was an outer insulation breach. It was also reported that the patient received a shock due to noise. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event insulation, hole(s) in interference shock, inappropriate.